Event description:
The customer contact reported the device alarmed with an e321 (batt charger timeout) error code. At an unspecified time, channel 3 of the device was programmed to deliver an unspecified medication, and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the device alarmed e321 (batt charger timeout) and turned off. The device was removed from clinical services. Therapy was resumed using a replacement device. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all information known by the reporter upon query by hospira personnel.